Event description:
It was reported that following a fall the patient experienced pain due to lead migration. The patient's device was reprogrammed due to inadequate stimulation, however, the reported issue of pain persisted. The patient had x-rays taken confirming the migration of all four leads and underwent a lead revision procedure where two leads were explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
With the available information, boston scientific concluded through laboratory analysis that inadequate stimulation due to lead migration is a known risk associated with the use of the device. As is stated in the instructions for use, lead migration resulting in undesirable changes in stimulation are known risk associated with the use of the device.

Event description:
It was reported that following a fall the patient experienced pain due to lead migration. The patient's device was reprogrammed due to inadequate stimulation, however, the reported issue of pain persisted. The patient had x-rays taken confirming the migration of all four leads and underwent a lead revision procedure where two leads were explanted and replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(4). Batch: 7087075 product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(4). Batch: 7073553 product family: scs-linear leads upn: m365sc2366700 model: sc-2366-70 serial: (B)(4). Batch: 7073572.